Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that poor flow occurred. In (B)(6) 2013, the patient presented with myocardial infarction and unstable angina (braunwald classification: iiib). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg) to 1st diagonal branch with 90% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The lesion was treated with direct placement of a 3.50x20mm promus element plus stent with 0% residual stenosis. During index procedure, after stent placement there was some poor flow noted in the diagonal branch. The flow was normalized with administration intra-arterial infusion of adenosine.